Event description:
It was reported that the right ventricular (rv) lead exhibited high pace impedance of 2,363 ohms. The capture threshold and sensing were both normal. The patient was to undergo routine exchange of the implantable cardioverter defibrillator and technical services recommended testing the lead with the new device. No adverse patient effects were reported.